Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis coincident with therapy for peritoneal dialysis. The patient was hospitalized for the peritonitis. Pd therapy was reported to be ongoing. The patient was treated with unspecified antibiotics (dose, route and frequency not specified) for the event. The patient was discharged from the hospital sixteen days later. It was unknown whether the patient had recovered from the peritonitis at the time of discharge. Additional information was requested but is not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13h20055, h13h30047, h13j04064, h13i04032, and h13k26065 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The peritonitis was reported to have occurred on an unknown date. Records show that the patient may have used either of two product codes, 5c4482 or 5c4483; both have the same 510(k) number. A batch review will be performed for the potentially associated lot numbers h13h20055, h13h30047, h13j04064, h13i04032 and h13k26065 if any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This report involves the same patient as in (B)(4).